Manufacturer narrative:
(B)(4). The power cord and pcb of the complaint mr850 respiratory humidifier are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported a fault with an mr850 respiratory heated humidifier, and requested servicing of the device. Upon servicing of the mr850 on 11 april 2019, it was discovered that the power cord was damaged and the insulation was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the power cord of the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand where it was visually inspected for damage. Results: visual inspection revealed that, although the outer cover of the power cord was damaged, the insulation was still intact and no electrical conductors were exposed. Conclusion: we are unable to determine the cause of the physical damage to the power cord. However, it should be noted that the insulation was still intact, meaning there was no risk of electric shock presented by this device. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1. The damaged power cord was replaced by our service centre and the subject mr850 respiratory humidifier was returned to the customer after passing performance and safety checks.

Event description:
A healthcare facility in san diego reported a fault with an mr850 respiratory heated humidifier and requested servicing of the device. Upon servicing of the mr850 on (B)(6) 2019, it was discovered that the power cord was damaged. There was no patient involvement.